Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt strong stimulation in their head for about 2 weeks. The feeling is intermittent and it does not make any difference if their head is turned or straight. They have had no falls or trauma. They stated that it is not due to increasing stimulation and the patient does not know the cause. The patient was redirected to their healthcare provider (hcp).